Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown surgery on (B)(6) 2018. After the surgery, the extended re-fusion surgery will be performed due to the adjacent intervertebral disorders. It is confirmed l4/5 achieved osteosynthesis. The revision surgery was performed on (B)(6) 2023. The set screws, rods and the crosslinks were removed. Plif was performed on l1/2, and tlif was performed on l2/3 and extended. L1:expedium diameter5.0-40×2; l2 left: diameter5.0-45 right diameter6.0-45; l2/3:cageconcorde h8×w9×l23×angle5; crosslink: a4 anda5; l1-l5: rod connection. Remarks: pc-(B)(4) are involved with the same event. Pc-(B)(4) (depuy spine): screws. Pc-(B)(4) (synthes spine): cages. This report is for one (1) single-inner setscrew. This is report 1 of 10 for complaint pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: mni, mnh, kwp, kwq, osh. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.